Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction it was reported that before, therapy affected their bladder symptoms, making them say they could not void the agent called the patient back to inquire about the report of bladder issues , and the patient said that was prior to the implant, during the trial. The patient said that contacted the implanting doctor and was directed to go to the hospital to have a catheter placed. The patient said when they went to the hospital, they were told that they are unable to place a catheter as the patient has a uti and there is hardly any urine in the bladder, and they believe it was caused by the trial implant. Patient contacted the doctor and was redirected to contact medtronic. The patient said that at an appointment the rep changed to a different program, and this resolved the bladder issues. The patient was given a strong oral antibiotic and redirected to their family doctor. The patient said that when saw their family doctor, they were told that the antibiotic that was prescribed was too strong and directed the patient to stop taking the pills. The patient said that uti cleared up and hasn't returned. (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.